Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a posterior capsule tear during a laser assisted cataract procedure. A retina specialist was called in to treat the patient. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found the system to be working as intended. The company representative tested the system and verified it to meet specifications prior to departure. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively (B)(4).